Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device al2595 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent a face lift procedure on an unknown date in 2019 and suture was used. The suture broke when exerting force, during the pull of the thread. It is unknown what was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was obtained: the items were not used on the patient. The items are from the same batch. The items are related to the same procedure. The surgery was successfully completed without harm to the patient.